Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as electrodes are pressing hard on the skin. Skin is open but not bleeding or oozing. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied gauze to the area for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.